Manufacturer narrative:
During device evaluation at olympus, it was found the chip was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Although a definitive root cause of the electrosurgical knife could not be determined, likely factors causing the defect could have been the following: based on the condition of the subject device and the result of CAPA investigation, a likely mechanism causing the tip detachment might be the following: 1. Due to the factor described below, spark discharge between the tissue and the electrode occurred during output activation. The high-frequency output was set too high. The output setting for activation was too high. The electrosurgical unit was used in the coagulation mode. The output activation time was too long. 2. High heat caused by spark discharge was locally applied to the tip and the electrode. This caused the adhesive strength of the adhesive agent which affixes the cutting knife and the tip to decrease. 3. A force to exchange the device was applied to the tip. Due to the description stated above 2, the adhesive strength of the adhesive agent decreased causing the tip detachment. 4. The area near the knife electrode was scorched. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : -"when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. -aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. -always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application. -be careful not to use excessive force when removing tissue attached to the cutting knife. When the tip is subjected to excessive force, for example, when scraping with excessive force the cutting knife by tweezers,etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife or crack the tip. -do not insert the instrument into the endoscope, if the cutting knife is not completely retracted into the outer sheath. The distal end of the insertion portion may extend from the distal end of the endoscope abruptly. This could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument if resistance is encountered during insertion, do not force the instrument. Reduce the angulation until the instrument passes smoothly. Forcing the instrument could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. Do not insert the instrument by force while the endoscope is angulated tightly. Otherwise, it may damage the endoscope and/or crack the tip." If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the metal part (chip) at the tip of the electrosurgical knife fell off into the body at the time when the lesion was peeled off. The broken metal tip was collected. The issue occurred during an endoscopic submucosal dissection. The procedure was completed using a similar device. There was no reported patient harm or impact due to this event.